Manufacturer narrative:
One secondary set was returned. However, this issue is due to a primary set which was not returned. The customer complaint could not be verified. The root cause could not be determined because the primary set was not returned. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they have over infusion that occurred on (B)(6).